Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. A review of the lot history record revealed no nonconformities related to the reported event. Av's review of the complaint handling database identified similar events for this lot. Av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada dilatation catheter advanced to an arterial-venous fistula containing soft plaque. Balloon inflation was performed for 60 seconds at the fistulas anastomosed portion. Following, balloon deflation was attempted; however, the balloon failed to deflate. An occlusion in the balloon catheter lumen was suspected. After multiple attempts to deflate the balloon, a bit of fluid was removed. The device remained inflated, but was able to be pulled through the sheath with difficulty. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.